Event description:
A nurse reported that the system was not able to change to air during fluid/air exchange and the patient's eye "got soft." They tried several times without success and the problem was solved by using a new cassette. There was a delay of approximately five minutes to prime the new cassette. The procedure was completed with no impact to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).